Event description:
The dexcom follow app shows no data for followers, even though the dexcom g7 user has readings on their phone and the cgm is communicating with the insulin pump. As a parent, not being able to see blood glucose data could be life threatening if my son has a low bg event-especially at night- because he's hypo unaware and doesn't wake from the sound of his alarms. This data disconnect can only be remedied by restarting the dexcom g7 app continuously and often restarting the users phone altogether. This happens multiple times a day for days or even weeks at a time. Pt: 4582. Device: 1521. Reference report: mw5187421.